Event description:
Clinical report and report received from sales rep state that patient was revised to address poly wear and cup loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Clinical report and report received from sales rep state that patient was revised to address poly wear and cup loosening. Doi 11 yrs ago - dor (B)(6) 2012. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the acetabular cup product/lot combination since release for distribution. In addition, the product code for the acetabular cup is now obsolete. The investigation could not draw any conclusions regarding the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Product/lot information was not provided for the associated bone screw. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving medical records. Corrected: implant date (B)(6) 1999. Depuy will notify the FDA when the investigation is complete.